Manufacturer narrative:
We received the following information regarding this complaint: 1. The outer packaging has been lost, and the batch number is unknown. 2. The patient was not injured. 3. The broken part was not removed; the broken part is located at one-third of the root apex. 4. No further surgical treatment is needed. 5. The product has been lost and was not retained by the hospital. 6. The number of uses before the incident was approximately 10 times. The investigation results for this complaint are: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch number #20170214 has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (as it could be the case here - excessive pressure exerted on the instrument), overuse (instrument used probably 10 times - multiple reuses may increase risks of breakage), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Event description:
In this event it is reported that a k-file m-access 25mm 015 file broke during use. The broken part was not retrieved.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.